Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp indicating the issue was caused by inadequate programming. Reprogramming was done and to the best of their knowledge, the issue has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for deep brain stimulation (dbs) therapy indications. It was reported that the patient had shakes pretty good the day prior. Caller said they are going out of town this coming friday and they don't have an appointment with the doctor until (B)(6). They wanted to make sure they were using the programmer right. They state they are not shaking like she was. Patient said she is still shaking if she goes to try to pick up the phone or anything like that she shakes. Caller said she only has two rows and the one on the video she was watching had three rows. They synced with the programmer and it showed stimulation on. 3.04 volts of battery life. They do not have access to change amplitude or groups. It was reported to be a sudden change in therapy/symptoms. No further complications were reported or anticipated with this event.